Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient was experiencing a "date/time" issue with his one touch ultra meter. The (B)(4) was able to reach the reporter for follow-up questions on (B)(6) 2012; however the reporter refused to speak with the (B)(4). The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue began around noon at an unspecified date at the end of (B)(6) 2012. The reporter stated that patient manages his diabetes with oral medication (unknown type and dosage) and took more food/drink in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "shakiness" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca walked the reporter through proper testing technique as recommended per the owner's booklet and the reported issue was resolved. Replacement meter was sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. The (B)(4) was able to contact the reporter; however, the reporter refused to speak with the (B)(4) and disconnected the call. No further information can be obtained. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (shaky) after the date/time issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The patient returned the subject test strips. However, the evaluation of the product is not required since the alleged issue refers to meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.